Event description:
It was reported that a patient felt like she was being "electrocuted in her butthole." It was noted that this was the only setting that seemed to help with her leakage. The reporter stated that the patient's frequency and urgency had not really improved since implant and she was still going 15-20 times per day. It was reported that the patient felt stimulation in the wrong location. The reporter stated that after the implant the patient felt that her bowels "shut down" and she was only able to move her bowels with the device turned off. It was noted that laxatives did not help. It was reported that the patient felt stimulation in her anus, stimulation was not constant and "out of the blue the stimulation would race like a racehorse." The reporter stated that the patient changed programs the night before the report and was feeling stimulation in her tailbone but it was not helping her leakage. It was reported that after the implant procedure the programs were not checked with the patient to confirm how she was feeling, she was "just given four programs." The reporter stated that the patient's doctor said that the therapy was the best it would get. It was reported that the patient's doctor did not have a clinician programmer and when the patient asked for programming adjustments the doctor suggested taking the device out. It was noted that the patient was scheduled to meet with her manufacturer representative and healthcare provider on (B)(6) 2013.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).